Event description:
Indication: chronic inflammatory demyelinating polyneuritis; spontaneous call from pt to report her pump broke. Unk if the device malfunction caused any adverse events or if the pt missed a dose. Unk if the device is still on hand. Reported to (B)(6) by pt/caregiver.